Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 5517f402 triathlon p/a cr beaded #4r ej8nd; 5551-g-320 triathlon asymmetric x3 patella p9xw. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that the surgeon performed a poly swap of the patient's right knee due to infection. Rep provided the usage sheet from the prior procedure and confirmed that no further information will be released by the hospital or surgeon.